Event description:
It was reported that the customer accidentally dropped the insulin pump on the floor. It was stated that after rewinding and priming the device alarmed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a loose drive support disk, and the device alarmed during the prime test as a result of a loose drive support disk.